Manufacturer narrative:
Analysis of the catheter revealed a non-significant finding of dried drug, blood, or foreign material occlusion in the catheter body. Concomitant medical products: product ID 8637-40 serial# (B)(4) implanted: (B)(6)2020 product type pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2020, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (50 mcg/ml, 24.599 dose), fentanyl (28 mcg/ml, 13.775 mcg dose) and bupivacaine (12 mg/ml, 5.9 mg dose) via an implantable pump for non-malignant pain. It reported that during a procedure, the physician was unable to aspirate catheter so they wanted to replace the connector. The physician was unable to flush it and requested another connector (this was reported as surgical intervention). The connector was never implanted, another connector was used and implanted. The issue was resolved at the time of this report. The issue was resolved at the time of this report. The patient's status was alive - no injury. On 2020-jan-27, additional information was received. The rep reported the procedure was a pump replacement. They were unable to aspirate the catheter and the physician wanted to check the sutureless connector before proceeding with back table prime.